Event description:
It seems that for some patients, the website changed their names or surnames on its own without the intervention of the nurse or physician.

Manufacturer narrative:
Analysis synthesis: review of the event log of the smartview remote website revealed that one of the three reported entries was not modified. For the other two, the information changes were confirmed; however, these modifications appear to have resulted from a manual action taken by the clinical user. One possible hypothesis can be related when an information is entered into the patient's form and the user presses the enter key on the computer, the displayed information is saved into the patient form. Based on that, the most likely hypothesis explaining the event is related to inadvertent user error. No malfunction occurred on the smartview remote website. Please refer to the attached report.